Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.(B)(4)

Event description:
Update 16 dec 2014 - der rcvd. Updated dor, surgeon and sales rep information and patient dob. Updated head and cup from unknown products and added stem and sleeve. Stem remains insitu.der states' the implants removed were part of a recall, they were all asr components. The surgeon removed the asr cup, head and sleeve and kept the stem as that was not loose. He put in a pinnacle cup with ahrx poly and a cr.cr articuleze head.'

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient will need to undergo revision surgery and is at risk of toxic levels of chromium and cobalt in her blood.